Event description:
It was reported that a patient with baclofen pump placement on 2013-(B)(6) had developed a cerebrospinal fluid (csf) leak from the lu mbar incision and was seen in the emergency department on 2013-(B)(6), and the lumbar incision was oversewn. The patient presented for a consultation on 2013-(B)(6) with a persistent raised area over the lumbar incision with no drainage. It was noted that there was a "baggy" edema around the pump with no erythema and no rubor around pump. The patient was reportedly awake and alert at that time. The tone was rated as 3/5. There was a 3 cm diameter raised area around the lumbar incision with no drainage. The patient had increased abdominal girth, and a 10 cm diameter area of fluid over the pump with no drainage, erythema, or rubor. It was noted that the incision "looked good". It was then noted that the patient had a fever, borderline white blood cell count, and "crr" moderately elevated. The doctor reportedly suspected a non-infected seroma around the pump site versus an infection versus catheter leak. Additional x-rays showed the catheter was intact so leak from the catheter was less likely. After consultation with another doctor, it was determined that the patient would continue antibiotics and use an abdominal binder. It was later reported that on 2013-(B)(6), the patient had the baclofen pump and catheter removed due to wound infection. The patient had been managed with intravenous antibiotics, but her symptoms persisted. During the procedure, it was noted that purulent material spontaneously drained from the lumbar wound at the catheter tract. Wound cultures were obtained and sent to the lab. After catheter removed, the area was irrigated with antibiotic-containing saline. The purulent material was seen again at the pump site, cultures were obtained, and the pump was removed. There were reportedly no complications with the explant procedure. The patient's pump was intended to infuse lioresal. Additional information was requested to determine the patient outcome.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), product type catheter, product ID 8780, serial# (B)(4), product type catheter. (B)(4).